Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis station would not turn on. A technical support specialist (tss) checked the station's remote smart service (rss) and found it online. The tss dialed into the station and successfully logged into med application. The tss verified with the customer that the station was now fully operational. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the station would not turn on. The customer reported that the malfunction caused a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this incident.